Event description:
Complaint alleged that the bed had a slow drift down on the head hi-lo. No injury alleged.

Manufacturer narrative:
Technician found bed in biomed hallway. Bed had a slow drift on the head hi-lo. Found emergency trend valve was bad, replaced the trend valve to resolve this issue.